Event description:
It was later reported that a company representative had checked the physician's programming system and noted it was working correctly. She was also able to find information in the physician's tablet regarding the patient's device for the date it was originally reported that the magnet was no longer working and noted the physician was able to interrogate the device. The device was not completely depleted as the physician was able to interrogate; however, the device showed and ifi = yes (intensified follow-up indicator) condition. The company representative stated the battery life calculation that she performed showed the generator should not be at the ifi = yes condition. Due to this statement of a believed premature end of life, a copy of the physician's tablet information was requested; however, this information has not been decoded to date.

Event description:
It was reported the patient's device was completely depleted as the physician was unable to interrogate the generator. Clinic notes were received noting the patient's magnet was no longer working as the patient had a change in behavior on (B)(6) 2016, the magnet was swiped, yet the patient had no response. A battery life calculation was performed which showed the generator had approximately 4.6 years remaining until neos = yes (near end of service). The in-house programming history database was also reviewed and no anomalies were noted. Attempts for additional relevant information have been unsuccessful to date.

Event description:
The decoded available data from the generator was reviewed. There was information available from the date of implant, (B)(6) 2010, through (B)(6) 2016. All impedance values were found to be within normal limits and the generator appeared to be depleting as expected according to the voltage values and battery consumption percentages. The battery voltage observed on (B)(6) 2016 is consistent with the 25% remaining battery status indicator. The ifi = yes (intensified follow-up indicator) condition was observed 6 months later and can logically be concluded as an expected event as the battery continued to deplete over that amount of time. An additional battery life calculation was performed using newly available information. The battery life calculation gave an estimation of 2.7 years remaining until the device reaches the neos = yes (near end of service) condition. No anomalies were noted. It should be noted that the battery life calculation is an estimation of the time remaining.